Event description:
Pt IV pump was plugged into red outlet when turned on. Flashed a battery discharge notification. IV pump removed from service. Clinical engineering tag placed. No pt harm as medication (naho3 gtt) was not infusing while pt off unit at hd. Pump ID: pcu0966. Clinical engineering replaced battery and returned to service.